Event description:
The patient reported having an MRI while in the hospital and the device has not been working properly since the MRI. Attempts to obtain additional information were unsuccessful. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.